Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9023837. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally based an analysis of the event description your facility has provided, our engineers determined, through a review of relevant literature, that the most likely root cause for this event is a chemical reaction between redounding and cephalosporin can result in precipitate formation.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system sediment was found in the tubing. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: a two-year-old patient was hospitalized with febrile convulsions. The doctor prescribed diazepam injection intravenously and then transfused the solution. Sediment was found in the tubing before the next day's transfusion. 2019-05-27 lot# 383028 update.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system sediment was found in the tubing. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: a two-year-old patient was hospitalized with febrile convulsions. The doctor prescribed diazepam injection intravenously and then transfused the solution. Sediment was found in the tubing before the next day's transfusion. 2019-05-27 lot# 383028 update.